Manufacturer narrative:
The lead was not returned to saluda. Review of patient logs confirmed low impedance. The root cause for the low impedance could not be definitively determined. The evoke scs system MRI guidelines warns "MRI compatibility has not been determined for a system where the impedance of the lead shows disconnected or shorted channels. Impedance measurement must be performed to ensure no channels are disconnected or shorted prior to scanning", and states "if any electrodes show an impedance less than 50 o, then the electrode may be shorted. Do not perform an MRI scan".

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system required magnetic resonance imaging (MRI) but was unable to proceed due to low impedances identified on one evoke 12c percutaneous lead. A revision procedure was completed to replace the lead and restore the system¿s MRI compatibility.